Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the keypad buttons were not responding so the patient removed the keypad to try to reset the buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) 2013, additional information: in addition to the reported keypad issue, the patient also reported noticing that the audio bolus button was missing from the pump. During troubleshooting, it was unable to be determined if the damage to the bolus button occurred before or after the button unresponsiveness issues occurred.

Manufacturer narrative:
Follow-up #2: date of submission 08/03/2015, product analysis: the device was returned and evaluated by product analysis on 07/15/2015 with the following findings: the keypad compliant was unable to be investigated. The bolus button cover was missing. The bolus button contact was damaged and unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.